Manufacturer narrative:
Results and conclusion summation - potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Possibly, the stent dislodgement is related to handling of the device or use, as the dislodgement was not noted prior to use. Interaction with the lesion/anatomy and previously implanted stent may have resulted in an interaction with the stent implant and could have contributed to the reported stent dislodgement.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the 2.75 x 28 promus stent was placed in the distal ramus intermediate. A second stent was being placed proximal to the first stent. During placement, the stent became dislodged and was left in the distal left main. The physician was able to snare the stent out successfully with no harm to the patient, and was able to go back in with another promus stent and place it successfully. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.